Manufacturer narrative:
No unexpected excessive no delivery alarms noted during testing. Compromised force sensor alarmed during basic occlusion test due to loose/protruded drive support disk noted. No vibration during pump self-test due to vibrator motor wire (black) broken. Unit passed off no power test, unexpected restart error test, displacement test and rewind test. The operating currents were in specification. Minor scratches on lcd window, cracked lcd window, cracked case at display window corners, half broken off reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, broken belt clip slot, missing drive support disk sticker, missing end cap sticker, stained address/serial number label and slightly cracked end cap.

Event description:
Customer reported via phone call of receiving a no delivery alarm. Customer changed completed set and battery then received a compromised force sensor alarm. Customer's blood glucose was 204 mg/dl. During troubleshooting, it was found that drive support cap was a bit protruded and customer attempted to push it back in. After troubleshooting, customer was advised that insulin pump would need to be replaced.